Event description:
The technician alleged the stretcher still rolls after the brake steer has been set to the brake position. No pt impact.

Manufacturer narrative:
The technician adjusted the brake casters to resolve the issue.